Event description:
We have been informed that during cataract removal surgery, the doctor noticed a "white puff" when entering eye and engaging in frag. Vacuum was low then non-existent during procedure causing sclera burn and cornea striae. Surgeon had to abort surgery. A second surgery was scheduled to remove dropped cortex at a different surgery center and scheduled appointment with another surgeon to address striae.

Manufacturer narrative:
The device is not yet accessible for investigation. Therefor preliminary results or conclusions are not yet available. The device will be returned but is not accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
We have been informed that during cataract removal surgery, the doctor noticed a "white puff" when entering eye and engaging in frag. Vacuum was low then non-existent during procedure causing sclera burn and cornea striae. Surgeon had to abort surgery. A second surgery was scheduled to remove dropped cortex at a different surgery center and scheduled appointment with another surgeon to address striae.

Manufacturer narrative:
In regard to this complaint, one reusable phaco needle was received for investigation. Visual inspection revealed that the needle was obstructed. Using a capillary, obstruction was pushed out and it looked like surgical residue. Device history record review could not be performed because lot number was unknown. Based on the investigation performed, the reported failure could not be attributed to the returned needle itself or its manufacture. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined using failure mode as reported ph-needle-blocked and number of phaco needles distributed within the defined periods. To determine the number of surgeries in which the reusable products were used is not straightforward, but it can be concluded that the number of surgeries performed with the products is greater than the number of products in the table above. The incident that is the subject of this case is included in the table above and is the only such case reported to dorc.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during cataract removal surgery, the doctor noticed a "white puff" when entering eye and engaging in frag. Vacuum was low then non-existent during procedure causing sclera burn and cornea striae. Surgeon had to abort surgery. A second surgery was scheduled to remove dropped cortex at a different surgery center and scheduled appointment with another surgeon to address striae.